Event description:
It was reported that there was a failed and uncomfortable spinal cord stimulator battery. The device was explanted on (B)(6) 2015. The device was used within the patient for treatment. There was no patient death and no patient injury. The patient had recovered without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: extension; product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2015, product type: extension. (B)(4). Analysis of the implantable neurostimulator (ins) found no significant anomalies. The battery was not in new condition.